Event description:
On (B)(6) 2011 operation that trio fixed l3-5 was performed. Because a pain came out afterwards, reoperating it was performed. Trio was extracted and xia3 fixed l2-5 in the reoperation. Because the pt is same as (B)(6), please refer it.

Manufacturer narrative:
Report is filed on the trio small offset connector as this was highlighted as the primary product. A rod and screw were also part of the original construct. If product becomes available and lot numbers becomes known separate reports will be filed at that time for the rod and screw. Additional info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.